Manufacturer narrative:
The product was installed at the user site (B)(6), 2006. There have been no clinical complaints from the user site or regarding this specific serial number since that date. The product service history was reviewed with no issues found. A candela field service engineer evaluated the system and noted that the igbt module shorted. The field service engineer reported his observations from the laser evaluation, which were reviewed by candela quality assurance and sustaining engineering. It was concluded that the failure of the laser's igbt module caused a pulse to be delivered to the patient, which was higher than expected, resulting in the injury.

Event description:
A site reported that a patient received laser treatment for facial telangiectasia and that one of the pulses caused a circular burn to the treated area.